Event description:
The procedure was scheduled as an off pump coronary artery bypass (opcab), but the patient did not tolerate the procedure well and ha to be placed on cpb. According to the perfusionist, there were no issues with gas transfer or any other functional issues until the very last minutes of cpb. The patient was fully rewarmed and weaning from cpb was to begin in a few minutes, when about 1000 ml of cardiotomy suction blood was quickly returned to the cvr. In addition, 2 units of homologous red blood cells were added to the circuit near this time. The perfusionist stated the pao2 suddenly dropped from near 190 mmhg to near 60 mmhg. The perfusionist became concerned with the very low pao2s, and was concerned the sx18 oxygenator was failing. As the patient was fully rewarmed and had a regular heart rhythm with normal hemodynamics, the decision was made to wean the patient from cpb. Weaning from cpb always includes ventilatory support by anesthesis since the oxygenator is no longer involved as the patient is removed from cpb. The patient weaned from cpb without issue and the procedure was completed successfully. There was no associated blood loss and no component was changed out. There was no harm observed. The pump record was received and reviewed by a terumo clinical specialist on (B)(6) 2014. There were 5 arterial blood gases drawn and measured during cpb. In review of these 5 samples: the pao2 ranged from 217-316 mmhg. The paco2 ranged from 38.60-48.7. The last blood sample on cpb was drawn at 1733, which was 14 minutes prior to weaning the patient cpb and the results were: ph 7.467, pco2 40.8 mmhg, po2 217 mmhg, hgb 10.9 g/dl. There is no indication of an oxygenator performance issue up to this point in cpb (115 minutes into cpb). In addition to intermittent lab sampling, the cdi 500 was also utilized during cpb. The cdi 500 print record does detail a sudden drop in pao2 in the last minutes of cpb. Over a two and one-half minute period, the pao2 dropped from 217 mmhg to 67 mmhg. During this same period, the svo2 dropped from 75 percent to 60 percent. This large and sudden drop in both pao2 and svo2 supports the previous information that charles clark had reported regarding a large and sudden suction return to the reservoir just prior to the reported drop in po2. This desaturated blood from the chest placed a real load on the oxygenator and the drop in pao2 paralleled the large drop insvo2. In this same time period the paco2 remained stable (41-42 mmhg). From a clinical perspective (terumo clinical specialist), nothing in the pump record indicates an oxygenator failure or large reduction in function. The drop in pao2 appears to have been caused by a sudden very large sucker return to the circuit (1000 ml) in a very brief period. The patient was weaned from cpb as the patient was warm, in a stable hemodynamic state, and the surgical repair was completed. Anytime a patient is weaned from cpb, the patient is placed on ventilator as the oxygenator is no longer utilized. This is standard practice.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).